Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During the procedure, balloon angioplasty was performed to the left sfa. When removing the evercross balloon, it ruptured. The shaft of the device was removed without the balloon so a cutdown was performed to remove the evercross from the proximal right common femoral artery.